Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. Actual sample evaluated. No damage/broken components were observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visibly leak. No leak could be identified.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown otolaryngology-head and neck surgery, and reservoir was attached to drain. It was reported that the reservoir was swelled due to air leakage although the negative pressure was applied to the reservoir, and the suction did not activate. Another reservoir was connected with the first drain to complete the procedure, and functioned properly. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2020.